Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer had to press the "1,2,3" unlock buttons multiple times for the pump to respond. During troubleshooting with tandem technical support the touchscreen was functioning as intended. There was no reported impact to customer's blood glucose level.